Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2019-11368. It was reported the patient presented in-clinic. Upon interrogation, several brief mode switches were recorded showing signals consistent with noise on both the right atrial and right ventricular leads. Some noise was reproduced with left arm movements. No allegations were made for product deficiency. Programming changes were made and the patient would be monitored. The patient was not pacemaker dependent and was asymptomatic during the events.